Event description:
The patient reported to the doctor approximately 2 weeks following a pubovaginal sling procedure with pain and fever of 101. Doctor examined patient and upon accessing wound site, found graft was not longer intact and had a dissolved, slimy appearance. The doctor used a russian pick-up to retrieve and remove the remaining tissue. As of october patient reportedly doing well and has remained continent.